Manufacturer narrative:
Valve leaks are not specifically addressed in the IFU. Check-flo discs critical dimensions are inspected during incoming quality control. Quality control performs an inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. (B)(4). A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The device was returned with the iris valve in mid-position. The top flange of the iris valve was dislodged, thus the iris valve did not open or close when moving the valve control. A positioner was inserted through the valve. There were two tears in the webbing of the discs. The device leak tested using a 60 cc syringe and water. The device leaked at the back of the iris valve with a positioner through the valve. A leak between the valve collar and rotator was not observed. The positioner was removed and the device was leak tested. Initially, there was a small jet leak. The leak ceased after applying pressure to the sys. It is possible that the check-flo discs recovered in a manner that prevented leakage. The leak may have continued at lower pressures. The check-flo discs were examined. Each disc was torn. Damage to the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. Engineering initiative has been initiated in regard this failure mode. The positioner was not returned to assist in the investigation of leakage at the trigger wires. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and based on this risk assessment, risk reduction is recommended and currently being addressed.

Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was not suitable for the procedure because the proximal neck was highly curved and both external iliac arteries were partially stenosed. When the physician attempted to remove air from the mainbody delivery sys, the saline leaked from the iris valve. The saline still leaked from the iris valve even after he tried to remove air again with the valve closed, but air could be removed. At that time the saline leaked from the trigger wire release mechanism area as well, but he used the sys for the procedure. 700 cc of blood leaked from the iris valve and the gap between the gray valve collar and the valve rotator after the gray positioner was removed after deployment of the mainbody. The gray positioner was inserted into the valve again, but the leak was not solved, so it was replaced with the sheath of the leg graft after deployment of the ipsilateral leg graft. A total of 1000 cc blood leaked in the whole procedure. The pt's condition is unk as not provided by reporter.